Event description:
A report was received where a pt experienced microbial keratitis while using renu with moistureloc multi-purpose solution. No fungi was isolated from the inflamed cornea; however, fusarium sp. Was isolated from the contact lens case.